Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis on an unknown date in the same month as the onset. The cause of the peritonitis was unknown. On an unreported date, the patient discontinued pd therapy and was transferred to an in-center hemodialysis. Hemodialysis was ongoing at the time of this report. The outcome of the event was not reported. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the cause of the peritonitis was due to a fungal yeast infection in the patient's non baxter catheter. The information has been reassessed and as a result, the baxter disposable is no longer considered suspect in this event.